Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, unevenness, or variations in manufacturing. The no image issue of the device was attributed to the buckling of the terminal inside the video connector. Possibly this buckling occurred in the following manner: when inserting the scope internal into cv-190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in cv-190. The terminal inside the scope status socket of cv-190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The instructions for use includes the following statement in "6. 3 connection of an endoscope": confirm that the connectors on the scope side pin connector of the video scope cable exera ii are not damaged.

Manufacturer narrative:
The olympus service technician determined the video connector needed to be replaced. The device was repaired and returned to the customer.

Event description:
The device was returned to an olympus service center for evaluation. During the evaluation of the device, it was observed that the device exhibited no image with certain scopes due to a bent pin in the video connector. There was no harm or injury reported.